Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor was giving in accurate readings. Customer's blood glucose was 49 mg/dl and sensor reading was 365 mg/dl. Customer treated low blood glucose was treated with juice. No troubleshooting was performed low blood glucose and troubleshooting for sensor resulted in no issues. Customer was advised to turn off the sensor for an hour and if issue was not resolve to replace the sensor and call back. Replacement sensor is being sent to customer however customer is not returning the product.